Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative sample from the same lot number as the actual device were returned for evaluation. The device was tested and the complaint deviation could not be reproduced.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. During the procedure, the needle tip broke while closing the chest. The fragment was left in patient. The surgeon is not planning to remove fragment because it is buried too deep in the sternum. No complications have been reported.